Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was observed on the right ventricular (rv) lead and lead was suspected to be fractured. The rv l ead was explanted and replaced. No patient complications have been reported as a result of this event.